Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose reading was 50mmol/l. It was stated that the customer experienced nausea and vomiting. The customer also reported that insulin leaked into the reservoir compartment. No further information was provided.